Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed as the saline was introduced into a returned sample of the syringe assembly, a leak was found on the syringe elbow. The condition may be caused by the handling of the syringe during a blood withdrawal procedure. Twisting the elbow too much during setup or while performing a procedure may cause it to separate or crack. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. No lot number was provided; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.

Event description:
The account alleges that during use the device leaked from the root of the elbow syringe. A new device was used to complete the procedure without issue.